Event description:
It was reported that the patient had a revision of a fractured tibial baseplate. Surgeon thought there was lysis under the baseplate where it broke and may have contributed to the break.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.